Event description:
Caller reported that a malfunction occurred on the pump displaying malfunction code malf 0. There was no known impact reported on the customer's blood glucose level, including no confirmation if levels exceeded 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, ensuring the customer would receive one with updated software. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and instructed on returning the faulty pump. All guidelines regarding the handling of the replacement and returning the faulty pump were understood and acknowledged by the customer.